Manufacturer narrative:
No unexpected resets noted during testing. Unit passed a21 error test, displacement test and rewind test. Motor error alarmed during basic occlusion test and a33 alarmed during prime/a33 test due to severe moisture damage on force system resistor. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that during an infusion set change, insulin squirted out of the unit. The customer indicated that he is stuck at the prime and cannot get out of that to use the pump. Customer does not recall any significant events leading to the error. Customer's blood glucose was 217 mg/dl at the time of incident. Troubleshooting was done for prime but customer received a compromised force system sensor alarm before and after troubleshooting. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.